Event description:
It was reported that air bubbles were observed within the cartridge tubing. There was no reported adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.